Event description:
An eye care professional reported that a memory lens iol implanted in the left eye of a patient has since opacified. Follow up information received on (B)(6) 2010 indicated that the patient experienced subjective concerns of decrease in visual acuity in (B)(6) and returned to the office in (B)(6) with same concerns. Best corrected visual acuity taken on (B)(6) 2010 was 20/20 in both eyes, but left eye has a milky, white appearance. Explantation of device is expected in the future, but has not been scheduled at this time. Request has been made to provide additional information when the explant has been completed.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified ((B)(4)) process during its manufacture. The method of manufacturer was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified ((B)(4)) process. (B)(4).